Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: unexplained por¿s were observed in the black box. On (B)(6) 2015 12:55 por occurred. When pump was powered back on the date/time were set to (B)(6) 2015 14:05 and deliveries resumed. The date was manually corrected from (B)(6) 2015 at 16:00. The battery compartment is cracked on the side from threads to cover and cracked below the bumper pad. Corrosion observed inside battery compartment. Battery cap/cartridge cap were not returned. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test. No power interruptions were duplicated during this time. Test cartridge cap used to complete testing. The tdd adds up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test verifies leak in battery compartment. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) 21.8mmol/l with headache, fatigue, polydipsia and extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the battery compartment is cracked and the cap does not fully tighten. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.